Event description:
It was reported that the patient experienced pain and heating at the ipg site, and ineffective therapy. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.